Event description:
It was reported that during the procedure, a 1.2x6 rx mini trek balloon dilatation catheter (bdc) was advanced with slight resistance felt and no force applied, toward a heavily calcified, eccentric, 99% stenosed de novo lesion in the mildly tortuous mid left anterior descending coronary artery. When inflating the 1.2x6 rx mini trek once to 10 atmospheres (atm) using a non-abbott inflation device, the balloon ruptured. The 1.2x6 rx mini trek was withdrawn from the anatomy without resistance. A 1.5x12 rx mini trek bdc was advanced to the lesion with slight resistance felt and no force applied, then inflated; however, the balloon also ruptured during the first inflation, at approximately 10 atm. The 1.5x12 rx mini trek was withdrawn from the anatomy without resistance. Dilatation was completed using a non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. While the reported balloon rupture was unable to be confirmed, the returned device analysis confirmed the presence of a tear in the inner member of the balloon catheter. The device was likely reported as a rupture due to the inner member leak noted during functional testing. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances. All products are 100% visually inspected for damages and proper balloon fold during the manufacturing process. Additionally, all dilatation catheters are 100% leak tested online and a sampling of units is destructively tested to verify rated burst pressure (rbp) balloon integrity. Based on available information for this lot, there is no evidence to suggest that the inner member tear is related to the manufacturing process. Although the balloon rupture could not be confirmed, the inner member damage appears to be related to the operational context of the case with no indication of a product deficiency. This type of reported event will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.5x12 mini trek rx mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.